Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the leads was exhibiting high impedances on almost all contacts and the patient was not receiving effective coverage. As, such surgical intervention took place on (B)(6) 2024, where both the leads were explanted and replaced. The other lead has no issues but was replaced electively per physicians preference. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch /lot #a000148428.